Event description:
During routine inspection performed by our distributor, a mixture of textile fibers was found on the graft. There was no pt injury as the device never reached the hospital.

Manufacturer narrative:
An examination of the complaint device under magnifying glass was performed by the intervascular qa/qc mgr who confirmed the presence of a mixture of textile fibers on the graft. These textile fibers have been generated during graft trimming. This mixture of textile fibers should have been evidenced during quality control operations. This is therefore, a human error. During an internal quality meeting, quality control technicians will be informed of this incident and will be instructed to be more vigilant during their inspection.